Event description:
It was reported that the (1) atw45 was used during a laparoscopic appendectomy. It was reported by the rep that during the laparoscopic appendectomy the atw45 was fired with existing tr45w with no problem. The surgeon went to fire 2nd reload tr45b and the tissue was pushed out of jaws with no cutting on tissue and with the staples not formed. There was an extended or time of 15 minutes.